Event description:
It was reported that the device had no voice prompts and it was displaying all three attention icons. There was no patient use associated with this event.

Manufacturer narrative:
A replacement device was provided to the customer. Physio-control continues to investigate the reported failure.